Event description:
The customer reported the device would not boot up, it had no display.

Manufacturer narrative:
(B)(4). The customer reported the device would not boot up, it had no display. The device was evaluated at philips and the reported symptom was verified. The lcd display was replaced to resolve the reported issue.